Manufacturer narrative:
The fe arrived on site and investigated the reported issue on the instrument. The fe inspected the instrument and found that the tip sleeve was sticking to the collet at position #12. The fe cleaned the tip sleeve at position 12. Replaced the collet and tip sleeve. The fe performed splld checking procedure and tested the summit with (B)(4) user software. The instrument was tested without problem. Customer will need to preform the boot test and lld check for post service repair. The instrument is now performing as expected.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).